Event description:
As reported: "revision of anatomic total shoulder replacement to reverse due to cuff failure. Index surgery: on (B)(6) 2020. The humeral head and glenoid poly were removed. A glenoid baseplate/ glenosphere was implanted and a reverse tray/ poly liner was placed on the existing stem, converting to a rsa. There was no fault of the implant."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "revision of anatomic total shoulder replacement to reverse due to cuff failure. Index surgery: (B)(6) 2020. The humeral head and glenoid poly were removed. A glenoid baseplate/ glenosphere was implanted and a reverse tray/ poly liner was placed on the existing stem, converting to an rsa. There was no fault of the implant.".

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned and no other evidence were provided for investigation. In the pictures taken during surgery, no other information could be observed because the parts were soiled. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.